Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that automatic transmissions would not send at this time but manual transmission may be an option. The implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The patient was referred to their clinic for a software update. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.